Event description:
Caller states that the patient tested >8.0 inr on one device or a second one while a lab drawn within 4 hours returned as 4.86 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Caller is unsure which device was used for the comparison.